Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a liver transplant, while stapling the right hepatic vein, the stapler stapled half way and then would not continue and would not open. The stapler eventually opened when the directional buttons were toggled with and then it opened. There was no reported patient outcome.